Event description:
The device had already been fired prior to use; no u-clips deployed during the case. The surgeon prepared the vein for the spyder device, but no clips released from the unit during the procedure and the device could not be used. The aortotomy was then repaired with conventional suture and the case completed with no patient complication reported, other than blood loss.